Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with an unspecified mentor breast implant and experienced deflation on the left side. Deflation was confirmed by physician during an exam. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 560cc, catalog number smpx560, serial number (B)(4), lot number 7561948 (l) and serial number (B)(4), lot number 7653973 (r) on (B)(6) 2019.

Manufacturer narrative:
On 7/22/2019, the mentor failure analysis lab received the device for evaluation. The complaint device and concomitant device were both identified as a saline mentor smooth round moderate profile 425cc, catalog number 3501670, lot number 5864107. Device evaluation summary: during visual evaluation some creases were observed in the posterior view. Leak testing revealed there was leakage from the valve also a tear within a crease on posterior view measuring approximately 0.1 cm was noted. No additional anomalies were observed. Since the second product received is a concomitant device, no further analysis is required. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).